Event description:
An alarm 30a was reported on the pump, which occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer in attempting to load a new cartridge but the alarm persisted, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery. The pump was still under warranty, and arrangements were made for the customer to return it using a pre-paid label, with instructions provided on how to put the pump into storage mode before the return.